Event description:
Reporter indicated that vns pt was seen in hosp e.r. Because their generator was exposed and extruding through the skin. E.r. Physician reportedly did not know what to do, so pain medication was prescribed and the pt was instructed to follow-up with their surgeon. The pt reported that the generator site began swelling approx one week prior and that they had already planned to have the device explanted due to "stabbing knife-like" pains.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. Based on the electrical test results no anomalies on the device performance were identified. Other conditions of the pulse generator were consistent with conditions that exist after the explant procedure.

Event description:
The concomitant device (bipolar lead) was also returned and analyzed. The lead assembly was returned for analysis in one piece. The lead was received without the electrodes and lead body. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure.